Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify pump error 35 due to critical pump error (open book image) alarm. Device had cracked case corner of belt clip rails. Device p-cap or test reservoir locks in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they insulin pump had multiple pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reported they received the open book image on the pump screen. The hair thing line crack around clip area on back on insulin pump. The device will be returned for analysis.